Event description:
It was reported that the customer saw that there was insulin inside the reservoir compartment upon removing the reservoir from the insulin pump. The customer's blood glucose was 93 mg/dl. The customer was unaware of the exact location of the leak but believed that the leak could have been at the tubing near the reservoir or at the reservoir. Advised customer to change the infusion set. The customer mentioned that the insulin pump was making a contant tone noise. The customer also stated that the display of the insulin pump went blank after exposure to moisture. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.